Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the video connector receiver was corroded due to repeated use over a long period of time because the device was installed about 14 years ago. It might have caused the reported image failure.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could be duplicated due to terminal corrosion of the video connector socket. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that during the preparation for use, the image was distorted and didn't appear when that code was inserted. There was no report of patient injury associated with the event. The event date was unknown.